Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 69 and blood glucose was 123 mg/dl. Customer reported to have had blood glucose ranging from 12 mg/dl to 600 mg/dl. On (B)(6) 2015 customer was confused and lost coming from grocery store and paramedics were called. Customer received assistance with sensor and transmitter. Customer was advised to monitor situation and call back should issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.